Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a pseudoaneurysm. The exact root cause was unable to be determined. The likely cause was determined to have been not following the physician's guidance post-use of angio-seal. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo received a voicemail from the patient stating that the involved angio-seal device was installed about four weeks ago and the following morning it failed laying in the hospital bed. The patient had two (double) aneurysms twice in a row the next morning.

Manufacturer narrative:
A1: patient identifier: vm, not provided. A2: age & date of birth: vm, not provided. A3: patient sex: vm, not provided. A4: weight: vm, not provided. A5: ethnicity: vm, not provided. A6: race: vm, not provided. B3: date of event: vm, not provided. D4: catalog number: vm, not provided. D4: lot number: vm, not provided. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D5: operator of device: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: vm, not provided. E1: establishment address: vm, not provided. E1: initial reporter name : vm, not provided. E2: health professional: vm, not provided. E3: occupation: vm, not provided. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.